Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed. The rv lead was explanted and replaced and the ra lead was surgically abandoned and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra), active right ventricular (rv) and previous surgically abandoned rv lead suffered from twiddler's syndrome. The active rv lead was noted to be dislodged and twisted around the previous surgically abandoned rv lead as well as this right atrial (ra) lead. An invasive procedure was performed. While the physician was unwinding the leads, the lead wires were noted to be exposed and extensive lead damage was observed. When attempting to retract the helix of the active rv lead, the lead fell apart. The physician positioned the products back in the pocket, closed the pocket and planned to refer the patient to a surgeon for complete system extraction on an unknown date in the future. No additional adverse patient effects were reported. Available information indicates that this product remains implanted.